Manufacturer narrative:
Other relevant components include: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient with an implantable pump indicated for intractable spasticity. In one report, it was indicated that the pump was being used to deliver an unknown brand of baclofen [2000 mcg/ml] at a dose of 99.9 mcg/day; in another report, it was indicated that the pump was being used to deliver lioresal [2000 mcg/ml] at a dose of 360.5 mcg/day. It was reported on (B)(6) 2017 that the pump had a motor stall and resolved/recovered. The motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The date of the event was asked but unknown. It was noted that the pump would be replaced on monday(B)(6) 2017 and that they may do a catheter revision. The date of the event was unknown. It was indicated that the manufacturer's representative was made aware of the event on (B)(4)2017. No symptoms were reported. Additional information was received from a consumer via a manufacturer's representative on (B)(6) 2017. It was reported that the patient¿s tone would get so high that the patient could ¿override the pump¿ and the patient¿s body was ¿trying to fight the effects of the medication.¿ it was indicated that the patient¿s grandmother/legal guardian noticed the symptoms sometime in (B)(6) 2016, approximately three months after the pump was implanted. The approximate daily dose at that time was 174 mcg/day. It was noted that with the return of symptoms, the daily dose was gradually increased to 360.5 mcg/day but the symptoms were not relieved with the increase in medication. It was noted that the patient could not tolerate oral baclofen as it would induce seizures. It was stated that the patient¿s grandmother¿s concern was that it was no longer working based on the return of the patient¿s symptoms. The pump was completely explanted and replaced on (B)(6) 2017 and the proximal portion of the catheter was also replaced. It was indicated that both were being returned for evaluation by the representative. The date of the event was asked but unknown (note this is conflicting with the report that the symptoms were noticed sometime in (B)(6) 2016, approximately three months after the pump was implanted). The patient¿s concomitant medications included tizanidine at a dose of 2 mg in the morning and 1 mg in the evening and diazepam at a dose of 2 mg/6 hours, as well as multiple other unknown medications. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated. Additional information was received from a manufacturer representative. The replacement on (B)(6) 2017 was elective due to the concern that the patient was "overriding the pump" and was worried the pump wasn't working anymore because the symptoms returned in (B)(6) 2016.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.